Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered multiple shocks. It was suspected that the shocks were due to atrial fibrillation (af) with rapid ventricular response (rvr). It was also noted that the right atrial (ra) lead was undersensing the device and lead remain in use. No further patient complications have been reported as a result of this event.